Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Age: not provided, gender: not provided, weight: not provided, meter serial number: not provided, lot#: not provided. The 510k#: k082513.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the healthcare professional/reporter in (B)(6), a pharmacist, contacted lifescan to report the patient's one touch vita meter was giving inaccurately erratic readings. On (B)(6) 2012 the technical service representative (tsr) spoke with the reporter to obtain and verify information. The following is based on the information provided by the pharmacist; the tsr was not able to speak directly with the patient. On (B)(6) 2012, the patient obtained the blood glucose reading of 208 mg/dl on the reported meter which she alleged was inaccurate. Based on this reading, the patient took a dose of insulin via her new insulin pen. Shortly afterwards, the patient became unconscious. Emergency services were contacted, and the patient was transported to the emergency room. Her blood glucose level was tested to be less than 30 mg/dl. The patient was admitted to the hospital. The patient noted she was unfamiliar with using the insulin pen, and was not trained to adjust the dose. No information was available as to the patient's blood glucose readings prior to this event, her usual readings, her insulin regimen, the treatment received, her admitting diagnosis or her testing technique. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated reading, and received emergency medical attention and hospitalization. Therefore this complaint is being reported.